Event description:
It was reported that the customer rec'd multiple occlusion alarms during basal and bolus delivery. The customer could not recall of the blood glucose level was impacted. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.

Manufacturer narrative:
The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.